Event description:
It was reported that the patient underwent an initial procedure and was revised approximately 14 days post-implantation due to mrsa pneumonia infection. All components were removed and two washers remained implanted. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.